Event description:
Tube broke in half during recapping of the tube. Glass imbedded into the manager's hand. Stitches were administered. Tetanus injection was administered and f/u test results concluded immunity to hepatitis and negative hiv test results.